Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs tip fell into the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of an image that was provided was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the mcs tip accessory retaining cover exhibited damage to the retaining feature, but in order to determine if there is a potential issue that would cause the mcs tip accessory to fall off, the accessory would need to be returned and evaluated. This complaint is reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip fell inside the patient¿s body during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) instrument tip was not fixed, and separated from the mcs instrument. The tip fell into the patient and was retrieved during the same procedure. After removing the instrument from the patient, the customer found physical damage on the mcs silicon protector. Before the procedure, the customer confirmed that they assembled the tip correctly according to guideline and the mcs was properly installed without any damage. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip were inspected prior to use with no abnormality identified. The customer confirmed that no arcing was observed and there were no holes/tears/missing material appearing proximal to the tip blades. The instrument was being used for dissecting and then the tip fell into the patient. The tip was retrieved during the same procedure and confirmed with visual inspection. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. Additionally, there was no difficulty in removing the instrument and mcs tip. The instrument wrist was straightened upon removal. The silicon protector of the mcs tip was damaged after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The mcs instrument would not be returned. It was unknown what caused the event to occurred and if a reducer was used during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip was analyzed and was found to have a broken retaining tip cover. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of instrument tip accessory broken to be related to the customer reported complaint. It was observed that inside the retaining tip cover a notch was found broken. The broken piece was not returned with the accessory. Visual inspection did not find any other damages to the retaining tip cover. Common causes for failure mode broken retraining tip covers are typically attributed to mishandling/ misuse. Additional observation not reported by site was that the accessory was found to have blade mechanical indentation/ burrs. The blade edges were observed to have several mechanical indentations on both blades. As a result of the blade damage, the scissors had difficulty opening and closing. Common causes of failure mode mechanical indentations/ burrs of blades are typically attributed to mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further analysis on the monopolar curved scissors (mcs) tip and confirmed the initial failure analysis. The tip accessory exhibits a break and the blades were damage. The retaining cover was found to be missing one of its retaining bayonets. A piece roughly 1.87mm x 0.73mm is missing from the grey inner portion of the retaining cover and was not returned. Damage to the retaining bayonets is typically observed during accessory installation when the retaining tip cover is pushed over the instrument tube adapter without being correctly aligned or if it is twisted before it is fully seated. If the retaining cover is incorrectly aligned and the bayonet does not enter through the retaining channel on the instrument tube adapter, the bayonets in the retaining cover can be forced outwards and result in the damage observed. Proper alignment is achieved by lining up the white stripe on the instrument with the black stripe on the cover. Another potential cause could be if the retaining tip cover is rotated to lock onto the instrument before the cover is fully seated downwards. This can cause the cover¿s internal bayonets to protrude since they are forced outwards. A potential cause is if the instrument sheath is not fully installed and interferes with the tip cover. The damage observed on the blades was confirmed as well, and is typically attributed to mishandling/misuse. The damage can be the result of collisions with other instruments, or from attempting to cut hard materials.